Manufacturer narrative:
Device discarded after use.

Event description:
This was a (B)(6), hispanic male undergoing a lead extraction of 3 leads (lv, rv & ra, 8yo, model unknown), in the ep lab due to acute endocarditis and sepsis. Pre-operative studies revealed significant lead vegetation. The patient's current status was "dnr" therefore was not a surgical candidate. The patient was prepped with an arterial line, fluoroscopy in use and tee was available. The rv and ra leads were cut and prepped with lld-ezs, the lv lead with a lld #2. Lasing began on the lv lead with a 12f sls ii, quickly upsizing to the 14f sls ii due to the significant vegetations. The lv lead would not release from the branch vein so the md added a biotronic sheath (unknown model#) to the 14f sls ii. Upon successfully extracting the lv lead the patient's blood pressure suddenly dropped. The tee was inserted and showed no evidence of injury. The patient's pressure never recovered and he expired on the table. A definitive cause of death could not be determined, but the md stated it was most likely due to a large emboli (vegetation). There were no device retained from the case for return analysis, nor were the lot numbers recorded. The physician did not believe spnc devices were at fault for the patient's outcome.